Event description:
The customer reported that the system intermittently displayed a bad iris pot error message during system boot-up. On the 9600, this error message prevents the system from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The iris potentiometer was replaced. The sys was then found to be operating as intended.